Event description:
A customer reported to baxter (B)(4) of a blood administration set in which the set was opened prior to epidural and the end which connects to the venflon looks discoloured/contaminated. This condition was reported before-use. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). One sample was available at the plant for evaluation. Visual inspection revealed black spots on the luer lock. The black spots on the luer lock are from burnt plastic material which was pushed out of the barrel of the molding machine during the molding of this component. This burnt material is embedded in the plastic itself and would not pose any functional issue to the luer lock or any risk of the material being dislodged and ending up in the fluid path. A batch review was conducted and there were no deviations found during the manufacture of this lot.